Event description:
It was reported that during a hepatectomy procedure, the blade was broken off during use. Error 5 was also displayed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.